Event description:
Regulator set at 100cc/hr at 5:00 pm. Attempting to administer 1000cc of normal saline. At 7:30 pm, 1000cc bag was empty without the rate being changed. Pt taken off system and put on infusion pump. Pt was not seriously injured however, could have been if different solution was being administered.